Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that in the morning time, the patient¿s wearable failed. The patient¿s last know cgm value prior to the wearable failure was 296 mg/dl. While the patient was on the phone with dexcom technical support reporting the issue, the patient was experiencing disorientation, shakiness, sweatiness, and dizziness. It was reported that approximately one hour had passed between when the patient became aware of the wearable failure and when he became symptomatic. The patient¿s wife tested the patient¿s bg meter reading which was 31 mg/dl. The patient¿s wife treated the patient with a glucagon injection. At an unspecified time after the glucagon injection, the patient ¿became stable¿. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.